Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The director of healthcare professional education for medtronic reported that the customer passed away. The caller did not know the cause of death. The customer's blood glucose was 26 mg/dl when they were found. The customer's last recorded blood glucose was 228 mg/dl at 10:30 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump did not have a battery installed when received. Data analysis: (B)(6) 2015 daily insulin total = 32.775u, (B)(6) 2015 daily insulin total = 36.550u, (B)(6) 2015 daily insulin total = 41.825u, (B)(6) 2015 daily insulin total = 41.850u, (B)(6) 2015 daily insulin total = 40.750u, (B)(6) 2015 daily insulin total = 25.875u and (B)(6) 2015 daily insulin total = 22.450u.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.